Manufacturer narrative:
After battery installation device gave an unexpected partial display with vertical lines on display due to cracked / broken traces on lcd glass between the lcd controller and the lcd image area. Device passed displacement test, sleep current measurement, active current measurement and self test. Inspected for solder connection issue, result: solder present at power connection.

Manufacturer narrative:
(B)(4). After battery installation unit gave an unexpected partial display with vertical lines on display due to cracked / broken traces on lcd glass between the lcd controller and the lcd image area. Unit passed displacement test, sleep current measurement, active current measurement and self test. Inspected for solder connection issue fa fy2020-09, result: solder present at power connection.

Event description:
Information received by medtronic indicated that the insulin pump had unknown issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.